Event description:
A patient reported that following an endoscopy their stimulation system was damaged. They saw their healthcare provider (hcp) who told them that the ins had been damaged, the battery was dead, it had been reset and shut down. The hcp did not know if the lead electrodes were damaged or not. The patient stated that they knew something was wrong immediately after the procedure as when they got home their stomach started swelling, severe vomiting, and they could not get into the hcp for two weeks. They were suffering and the only thing they could take in was lactose free milk. They could not eat any food or drink any water. They stated it took less than 16oz of lactose free milk and they throw up 10oz. The patient stated they had to get IV's all of the time. They were on morphine to help with the pain. They were upset because they only had the device. The patient stated they were having replacement surgery on thursday, following the report. The issue was noted to have started three weeks prior to the report, (B)(6) 2017. The patient further mentioned that the manufacturing representative (rep) was requested to come turn the therapy off and they stated it would be okay to be left on. Now, the patient stated, their therapy has been damaged and they would need the system replaced. They were upset that the rep kept saying that the therapy could stay on for the needed medical procedures when in their opinion it was causing these problems. The patient had another occasion for dental surgery where the after strong persistence the rep came and turned therapy off, but said it was not necessary. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the hcp kept raising up the stimulation level due to the patient's persistent vomiting 5 to 10 times per day. They also stated that all the surgeries for the device were impacting their life. No further complications were reported/anticipated.

Event description:
Additional information received reported that the patient¿s device was replaced due to the system being damaged by an endoscopy. The patient stated that their device was functioning at the time of the report. No patient symptoms were reported.